Event description:
It was reported that the pump displayed alarm 20 during pumping, indicating a malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to load a new cartridge following assistance but was unsuccessful, leading technical support to arrange for a pump replacement under warranty. The customer was instructed to use mdi as backup therapy and to return the faulty pump using a pre-paid label, ensuring insulin delivery remained uninterrupted.